Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with cold insulin. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was performed. The customer had since loaded a new cartridge and the issue was resolved.